Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that one day after implant a successful lead reposition was done due to threshold rise. During the procedure pericardial effusion was noted. Pericardial drain was performed. Electrical parameters were in range on the next day. Should additional information become available this file will be updated.